Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set cannula. Customer's blood glucose (bg) level read "high", however, a bg value was not provided. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.